Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the device was no longer alarming for low blood glucose alerts. Their blood glucose level during the incident was 52 mg/dl and the customer was treated with apple juice. Details regarding symptoms for their low blood glucose levels were not provided and troubleshooting was declined for the low levels. The device failed the audio test during troubleshooting. They did not hear beeps when the audio volume settings were saved. It is unknown if auto mode was active at the time of the incident. No harm requiring medical intervention was reported. The device will be returned for analysis.